Manufacturer narrative:
Dealer reports as end-user was driving device, they reportedly hit a bump which allegedly caused the end-users right foot to fall off the footplate and fall to the side. It was reported it happened so quickly that their foot got caught underneath the tire and subsequently broke their right leg. Dealer reports the device did not malfunction and is fully operational, but speculates the original service provider should have taken into consideration the need to have some sort of restraint installed to keep the end-users extremities secured. Dealer was provided a quote for various component options to keep the end-users positioned correctly to mitigate recurrence. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report that while end-user was driving the device, they hit a bump in the terrain which caused their right foot to come off the footplate. When this occurred, it was reported the end-users foot rolled under the right drive wheel causing them to suffer a fracture to their right tibia.